Event description:
Jjpl was notified of incident through a clinical outcomes database on, 12/3/97. The pt experienced swelling and discomfort. Revision surgery found polyehtylene wear on tibial insert and loose femoral and tibial tray components. Product 86-4113, lot #c971 was removed, but had not failed. The following components, from complaint 97r02968 are being reported on MDR's: femoral component, cat#86-44103, lot#f660. MDR#1219655-1997-204. Tibial insert, cat#86-4617, lot #7k23. MDR#1219655-1997-205.

Manufacturer narrative:
A review of the mfg batch records yielded the following: the device was mfg to specifications. Materials were within specifications and no defects/discrepancies were found. Jjpi considers this file closed.